Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer called to report her meter is giving inaccurate readings, very erratic. Analysis run on clark error grid using mean avg. Reading (212 as ref. Point vs. Bd readings (36, 269, 176, 270, 311) yielded data points in the e range of the grid, outside of acceptable limits.